Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was observed during review of the device's activity log. Review of the activity log indicates the customer's report of "unit failed" occurred in non-rescue mode. The device was put through extensive testing without duplicating the malfunction. It is important to mention the batteries used at the time of the reported event were not returned for evaluation. Reports of this nature are typically not considered to meet our requirements for submission based on intended use of the device. The customer was sent a replacement device. Analysis for reports of this type has not identified an increase in trend.